Manufacturer narrative:
One 72201490 ultra fast-fix straight needle delivery system device returned. This device was used for a meniscal repair. The blue split cannula and trimmed depth limiter were not returned. Partial suture and t2 were returned attached to the delivery needle. The device was visually evaluated and did not show signs of misuse. Functional test was performed. The device manually actuates. T2 was in proper location for release. Upon snugging the suture and a gentle tug, t2 released as intended. Complaint could not be confirmed since the device performed as intended. No further investigation is warranted.

Event description:
It was reported that the doctor stated the t2 did not deploy. No patient injury or complications were reported.